Event description:
The customer reported that the 840 ventilator screen went blank. There was no pt involvement. Covidien inspected the device and replaced the backlight inverter pcb. The ventilator passed all testing.